Event description:
During a prodisc-c procedure at c6/c7, the tip of the implant inserter broke off in the implant and remains in the patient. Procedure was completed without further incident.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be conducted, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.